Event description:
A customer contacted baxter¿s technical service center regarding a leak that occurred at the connection site of the patient line to the transfer set. The home patient (hp) stated that they were in dwell three of four at the time of the event. The technical service representative (tsr) advised the hp to end the therapy and contact their registered nurse (rn). There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.